Manufacturer narrative:
The issues reported by the service department are evaluated as plausible: according to the event description, the customer reports that the device does not show an image. During inspection, the service department cannot confirm this issue. However, the service department detects varying-colored images (purple/green). By disassembling the device and testing the components individually, the service department is able to trace the image error back to the charged coupled device (r-unit) and cable unit. The service department also reports that the white balance function does not work. This is part of the image malfunction mentioned before. Additionally, the service department reports that error message e311 is displayed. This error indicates that the user shall perform the necessary white balance. This message is displayed every time the endoeye is switched on and part of the product's characteristics. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: reported image outage: this malfunction cannot be confirmed by the service department. R-unit ¿ defect in color: by assessing the influence probability and the probability of detection, the following causes could be prioritized: - unacceptable tension in the area of the charged coupled device assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" - unacceptable tension in the area of the charged coupled device assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined - pre-existing damage to the charged coupled device assembly due to using a suboptimal adhesive device¿. Cable unit ¿ defect in color: the following possible causes were identified: 1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig not fully suitable for soldering process. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that there was an image problem on a video telescope. The reported problem was found during estimation. There was no injury or health damage due to the reported event.